Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons sticking and has to press them more than once before they take action. The customer's blood glucose was unknown. There was failed battery tests, insulin pump has lost setting when changing out batteries; at least 4 times in last year. The insulin pump will not be returned for analysis.